Manufacturer narrative:
Section a: patient initials information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the m4 alarm appeared on the pump and a static noise was coming from the cable to motor connection and the centrimag (cmag) motor. The alarm and noise would appear with movement of the cable. The console/motor/flow probe was swapped to the backup and removed from service to be returned for investigation.